Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4)- performance data was collected from the device and revealed that there were no anomalies found.

Event description:
It was reported that when the patient presented for follow-up, it was found the left ventricular [lv] lead was causing intermittent phrenic nerve stimulation. The device was reprogrammed and the lv lead remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.